Manufacturer narrative:
Arjo was notified of an event related to an enterprise 9000x bed. Sudden lowering of the bed occurrence in ward was reported by the customer. The bed dropped from a mildly raised position causing discomfort to the patient. The customer claimed that patient was not moving/touching the controls. The technical evaluation of the bed that was performed by arjo technician revealed no device malfunction which could contribute to the event. All electrical functions were working correctly. It was noticed that one foot-end right hand roller buffer and extension locking handle were dented. Therefore, it seems likely that the bed could meet an obstruction while in use. When the obstruction suddenly released, there could be a sudden height change (drop) of the bed. This is in line with the arjo technician suggestion that the sudden lowering of the bed may have been caused by a foreign object that got stuck in the bed lowering mechanism. Additionally, the bed test result confirmed that even after full load testing execution, the height of the bed didn't change. No deviation or drops of the nominal value was noted. The bed structure and mechanisms demonstrated full stability. The IFU (instruction for use) for enterprise 9000x, document number (B)(4) warns the user: "take care when using equipment that needs to be positioned under the base frame to ensure there is no contact with any part of the bed frame or components" "before lowering the bed, make sure that the space between the mattress frame and chassis is free of persons, limbs, bedding or other objects". In summary, the device failed to meet its specification since the roller buffer and extension locking handle were dented. The complaint was initially assessed as reportable due to the suspicion that the unintended movement was caused by electrical part failure, however based on the information gathered in the course of this investigation, proved to be erroneous. The device was in use by the patient at that time. Taking all the facts into account, this complaint is deemed not reportable to competent authority.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event related to an enterprise 9000x bed. It was reported that a sudden lowering of bed occurred in ward. The bed dropped from a mildly raised position causing discomfort to the patient. The customer claimed that patient was not moving/touching the controls.